Manufacturer narrative:
The investigation into the reported events has been completed. The device was not returned for evaluation, therefore no root cause can be determined. The evaluation revealed that the most likely cause of the product damage (hole in catheter) issue was most likely use related with the catheter being punctured during the process of placing sutures around repositioning sheath. Additionally, the cause of the access site bleeding issue was not determined since product was not returned and there is insufficient clinical information. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿

Event description:
The complainant reported that the patient developed a hematoma around the impella access site during support. Two mattress sutures were placed around the repositioning sheath, however, the suture needle punctured the catheter and blood started to come out of the red sidearm. The pump was subsequently removed as a result of the noted damage. There was no lasting patient harm.